Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a near syncopal event and fell at home. It was noted that the patient had a urinary tract infection and was dehydrated. The right atrial (ra) lead and right ventricular (rv) lead were found have high thresholds. The right ventricular (rv) lead was repositioned and remains in use. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.